Event description:
Boston scientific (bsc) crm received info that this pt presented to the ER with right ventricular (rv) loss of capture. The bsc field rep (fr) was unable to perform an interrogation. She increased the rv outputs to max and was able to get capture. The first physician to assess the pt suspected her electrolytes were abnormal causing the non-capture issues. Then another physician assessed the pt and decided to remove the existing rv lead and place a new rv lead. The pt was discharged the next day. Six days later, the pt arrived to the clinic again with increased threshold measurements. It was noted that the pt has multiple sclerosis. There were no concerns of any lead anomalies at this time. Technical services (ts) discussed taking an x-ray and discussed exit block and reviewing pt's medical charts. The fr stated the pt has a pulmonary embolism and the physician does not want to perform a surgery for at least 30 days while the pt stabilizes. At this time, the device and replacement rv lead remain in service. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.